Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false longevity estimation was displayed. Technical support was contacted and confirmed it was a false current drain which will be resolved during the next follow-up. The patient was in stable condition.